Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, some of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open and unused samples with the needle detached from the thread (without aluminium pouch but the thread is still wound on the pack and one needle is missing) and 5 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - needle attachment strength results conducted on the all closed samples received are 1.06 kgf in average and 0.96 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). These values are in the usual range for this thread and size. Nevertheless, considering that there are previous confirmed complaints of this code-batch regarding the same issue and the 2 defective samples received, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle is escaped from the thread. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, considering that there are previous confirmed complaints of this code-batch regarding the same issue and the defective samples received, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.